Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and sufenta, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that patient was having trouble finding a healthcare professional (hcp) to take a new pump patient and the hcp lost his license. There was another hcp but she would let her pump run dry before going to see that hcp. In 2014, the hcp put the catheter too high all the way up the base of her skull, catheter was clogged up and that was another reason no hcp wanted to take her as a patient. The hcp jeopardized her heath and they didn't tell anyone for six months that hcp was not coming back. In (B)(6) 2017, the hcp replaced the catheter. No further complications were reported.